Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2014 and suture was used. While suturing, the needle broke into 3 pieces. An x-ray was performed during the procedure to find all the pieces inside the abdominal cavity and all needle pieces were retrieved. The procedure was completed with a same/like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.